Manufacturer narrative:
The cobas 4000 c311 stand alone system serial number was (B)(6). The field service engineer performed preventive maintenance, general cleaning, and decontamination. He calibrated the washing stations and checked the pipette settings. He checked the mechanisms, the blank of cuvettes, and ran functional checks that were acceptable. The calibration trace contained several errors. The customer only processed one level of qc per day twice a week. The analyzer alarm trace contained "abnormal aspiration" alarms indicating a clogged or contaminated sample probe.

Event description:
There was an allegation of questionable tina-quant hbalc gen. 3 results from the cobas 4000 c311 stand alone system. The samples were repeated in another laboratory using hplc because the results were different from the patient's history a month prior. Sample 1 initial result was 7.1% and the repeat result was 6.1%. Sample 2 initial result was 7.0% and the repeat result was 6.1%. Sample 3 initial result was 6.0% and the repeat result was 5.1% sample 4 initial result was 7.4% and the repeat result was 6.5%. Sample 5 initial result was 9.9% and the repeat result was 8.8%. Sample 6 initial result was 7.5% and the repeat result was 6.7%. Sample 7 initial result was 6.1% and the repeat result was 5.3%. Sample 8 initial result was 6.9% and the repeat result was 5.8%.

Manufacturer narrative:
The investigation determined the issue was due to insufficient maintenance of the analyzer. The issue was resolved by the service actions.